Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep re-seated the generator boards, and adjusted the power supply on the x-ray controller from 5.3v to 5.15v. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not display an image during x-ray. No pt injury was reported.